Event description:
During an incident in 1999, involving an unconscious male pt with a nurse performing CPR upon arrival, this defibrillator analyzed the pt 3 times as "no shock indicated" followed by "check pulse" and then displayed what appeared to be asystole and a carotid pulse of 50 bpm. An als crew arrived and took over pt care. They confirmed the pulse. The pt was transported to a hosp without further incident. The pt was pronounced in the ER. The pt was an amputee with a feeding tube attached, stiff jaw and tracheostomy.

Manufacturer narrative:
The returned defibrillator was found to be missing 7 case-up screws and the tamper proof seal was missing. The debirillator was tested and proper operation for pt treatment was verified. The missing hardware did not affect operation of the device for pt treatment. The incident report printed from the returned mcm documents the defibrillator assessed the pt twice as "no shock indicated". The pt's ECG during the analysis segment appeared to be mostly asystole. A clinical investigator evaluated the rhythm strip and reported that the printout displayed an asystolic rhythm, there was no evidience that the pt's heart was beating at 50 bpm, and if it had been, the defibrillator would still have assessed the pt as "no shock indicated". The customer was sent a letter explaining our eval.